Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic left salpingo-oophorectomy. According to the reporter: sheath of port cracked while in use intra-abdominally and port was removed intact and replaced with a new blunt port 5-12mm. Surgery time was not delayed by more than 30 minutes. No device fragment fell into the patient. There was no injury to the patient.

Manufacturer narrative:
Product ID 179075p received instead of the initially reported 176626p. New MDR will be sent to correct manufacturing site.